Event description:
It was reported that during use of the product, the side port hemostasis valve disconnected from the sheath, resulting in a loss of blood and ensuing shock. CPR was initiated, but the pt expired. The physician in charge believes that the pt may have contributed to this event by his manipulation of the sheath, since the pt was continually moving his head and upper limbs.